Event description:
Patient presented with high impedance. The patient was referred for x-rays. X-rays for the patient have not been received or reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.